Event description:
During an in-clinic follow-up, noise was observed on the right atrial (ra) lead. The suspected cause of the event was due to insulation damage on the right ventricular (rv) lead, although not confirmed. Provocative testing was performed, and no abnormalities were seen. No intervention was performed. The patient was stable and will continue to be monitored.